Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose values were 400 mg/dl and 449 mg/dl. The insulin pump alarmed insulin flow block. Customer states the insulin did not exit and pump alarmed insulin flow blocked. The customer was assisted in performing a 5.0u fill cannula. Customer stated that the insulin did not exit and insulin pump alarmed insulin flow blocked. Customer reports that insulin does not exit with plunger push. The insulin pump will not be returned for analysis.